Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair surgery, the end of the screw was broken. The screw was completely removed from the patient.

Manufacturer narrative:
One 2.9 twinfix ti suture anchor was returned for evaluation. Visual assessment of the device showed the proximal end of the anchor eyelet has off from the anchor and remains within the inserter attached to the suture. The threaded portion of the anchor was not returned for evaluation. The broken portion of the anchor and suture were removed from the inserter, due to the size of the piece dimensional analysis in prohibitive. Examination of the distal end of the inserter was the anchor interfaces showed a deformity to the hex. The condition of the device is consistent with excessive forces being applied to the anchor during insertion. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.